Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. On (B)(6)2019, as a result of the customer not being unable to monitor their blood glucose, the customer experienced "hypoglycemic coma" and was treated with an injection of glucose by the spouse as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested but not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2019, as a result of the customer not being unable to monitor their blood glucose, the customer experienced "hypoglycemic coma" and was treated with an injection of glucose by the spouse as treatment. There was no report of death or permanent injury associated with this event.